Event description:
It was reported that a pt underwent an anterior pelvic floor prolapse procedure on an unk date. The pt underwent a vaginal surgical procedure due to mesh exposure on an unk date. The procedure was an excision and/or covering of the mesh.

Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.